Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Instrument marks and puncture damage on the antenna silicone, but ipg passes all functional testing. Ipg passes lead pull test for lead retention. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2010-00630. The patient received her scs system consisting of a paddle lead and an ipg in (B)(6) 2008. It was reported that during a lead revision procedure on (B)(6) 2008, the terminal end of the lead came out of the ipg header before the physician disconnected it. The lead and ipg were replaced. Follow up on the patient found that no further issues have been reported. The explanted lead and ipg were returned to ans for eval. No further info is available.